Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 444mg/dl. The caller stated that the cannula was not bent when the doctor changed the infusion set. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time and date were incorrect. However, the basal rates and bolus wizard were correct. Reviewed the alarm history and found several no delivery alarms. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, and self test. All operating currents were within specifications. However, the device was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device had cracked battery tube threads.